Event description:
General report received of an unspecified number of undocumented incidents of kinked tubings with fluid flow impeded. On unspecified dates, the primary tubing sets were being used to deliver an unspecified solutions. After unspecified lengths of time, the male adapter of unspecified secondary tubing sets was connected to the clave secondary port on the cassette of the primary tubing sets for piggyback delivery of unspecified solutions. At this time, the nurses noted that the semi-rigid adapter of the clave secondary ports was bent over. It was reported that no flow of the secondary tubing sets was noted. The customer contact reported that the clave secondary ports were not previously accessed. The primary tubing sets were replaced and the delivery of the secondary solutions was initiated. There were no reported adverse pt effects and no reported delays of therapies critical to these pts. No medical interventions were reported. No additional info was provided.

Manufacturer narrative:
The customer contact indicated that the devices were discarded. A representative device will be evaluated. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.